Manufacturer narrative:
As reported by the study, the complaint prod was not the cypher implanted at the target of the clinical study. Pre-procedure medications included isosorbide mononitrate 40mg/day and aspirin 100mg/day. Intra-procedure medications included heparin 10000u/day and nitroglycerin 1.25mg/day. The study target site involved a 76% de novo lesion in the mid right coronary artery (rca) and a 63% de novo lesion in the proximal rca. The mid rca was pre-dilated with a 3.0x20mm balloon at 8 atmospheres (atm) then 2 3.0x28mm cypher stents were deployed at 13 and 18 atm. Post-dilation was not conducted. Then the proximal rca was pre-dilated with a 3.0x20mm balloon before a 3.5x18mm cypher stent was deployed at 14 atm. Post-dilation was not conducted. Intra-vascular ultrasound was conducted. The residual diameter stenosis measured 0% for each lesion. Thrombin inhibition in myocardial infarction (timi) iii flows were recorded pre and post-procedure. Post-procedure medication included isosorbide mononitrate 40mg/day and aspirin 100mg. Twenty four days later, the pt complained of chest pain. Coronary angiography was conducted and 100% stenosis was found at the proximal left circumflex. Pre-dilation was conducted with a printer balloon of unk size at 15 atm then 2 stents, 2.5x23mm cypher stents were deployed. Then a 3.0x18mm cypher stent was implanted at the proximal end of the previously implanted cypher stents. Post-dilation was not conducted. No more procedure details were available. Eighteen months later, the pt complained of chest pain again. Two months later, coronary angiography was conducted and 100% stenosis was observed from the mid section of the mid cypher stent, a 2.5x23mm stent to the distal end. However, because there was sufficient collateral branch was observed, there was no treatment. The pt was in stable condition the following day and was discharged. Please note that this report represents notification of two products with the same catalog and lot numbers that are associated with this event. In addition, the prods are not distributed in the united states. However, they are similar to the us distributed. These prods are also not available for testing and eval. Add'l info rec'd will be submitted within 30 days upon receipt.

Event description:
In 18 months after percutaneous coronary intervention (pci), the pt complained of chest pain. Angiography revealed restenosis of two of the previously implanted cypher stents.